Manufacturer narrative:
Investigation summary - a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015562. The feedback provided by the customer indicates a complete occlusion was detected during attempts to prime smartsite device before an infusion. No further information was available to assist the investigation in this instance. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector experienced flow issues. The following information was provided by the initial reporter: the patient underwent surgery for pulmonary nodules. The responsible nurse connected the needle-free sealed infusion connector before the infusion, and found that the infusion connector was blocked and could not be used any more, so it was replaced without causing any adverse effects to the patient.